Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery was so low that they could not make adjustments with their patient programmer. The patient moved, but was visiting in their old state and decided to go see their old health care provider (hcp). The clinician programmer just showed low and the patient was told that they had a month left and they needed surgery to replace it. The hcp said that one of the leads was bad as the reading was not coming through right. The patient was just at their hcp¿s office when they called and they started to have accidents and leaking this summer. The patient needed to find a hcp in their new state and didn't have anyone managing their device because they had moved. No outcome or interventions were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# v011407 implanted: (B)(6)2006 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a lead replacement because ¿they went dead;¿ over the course of time, one by one died off, so the eventually needed a lead replacement. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported they were unsure of what "going dead" meant. It was reported that the lead was not in a good position and the patient was not getting good symptom control. The lead was completely removed and disposed of. No further information reported.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3889-28, lot# v011407, implanted: (B)(6) 2006, product type: lead. (B)(4).